Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the removal of the right ventricular (rv) (due to upgrade of the implantable pulse generator (ipg)) the laser sheath was advanced inside the blood vessel was caught at the superior vena cava (svc) and could not be advanced further. At that time, the tip of the rv lead was released from the cardiac wall, and the lead was attempted to be pulled into the laser sheath causing the rv lead to exhibited a fracture and lead breakage. It was considered to have occurred due to the lead being caught by the stenosis site in the vessel. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.